Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received into the lab for analysis. Preliminary measurements revealed no ac power to the power supply unit. Further investigation determined both fuses on the power input module were blown. To continue the investigation the fuses were temporarily replaced and communication was established. After a prolonged pacing period and power cycle communication was lost. The microprocessor was temporarily replaced and communication was established and the stimulator functioned as expected for a prolonged pacing period and multiple power cycles with no break in communication. The root cause for the reported communication issue was isolated to abnormal functionality of the microprocessor assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure there was a communication issue from the ep4 stimulator. The issue could not be resolved and the procedure was cancelled. There were no adverse patient consequences.